Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm due to the blank display.

Event description:
The customer reported a button error alarm that cannot be cleared. The customer also stated that the insulin pump got wet due to a severe storm. Advised that the insulin pump would be replaced. Nothing further was reported.